Event description:
Patient medical records received for legal claim regarding pinnacle mom revision - (B)(4). Patient's medical records were reviewed for MDR reportability. The records indicate that the patient is experiencing pain and limb length discrepancy following the mom revision and after being implanted with depuy gvf liner and zimmer ceramic head and stem system. At this time there is no indication that the patient has been revised.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).